Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately detected a ventricular tachycardia (vt) episode and classified it as a supra ventricular tachycardia (svt) episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.